Manufacturer narrative:
The system was examined and the system message (sm) was replicated. The company representative did not indicate any issue associated with the lamp not turning off. The step motor cable was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 19, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming stepper motor cable. However, how or when the component became nonconforming cannot be determined conclusively. (B)(4).

Event description:
A hospital technician reported a system message was displayed before surgery with no patient involvement. The led lamp was reloaded, but then would not switch off. The lamp was replaced again and the system was used for the scheduled procedure without incident.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).